Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
Date sent to FDA: 04/26/2017. It was reported that following insertion the patient experienced mixed incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation on (B)(6) 2009 concurrently with a posterior repair (rectocele) and transection of a previous vaginal sling (ams).